Event description:
It was reported that during the procedure in the left anterior descending artery (lad), pre-dilatation was performed with a non-abbott dilatation catheter. A 2.5 x 23 mm promus stent system was advanced into the patient anatomy and the stent was deployed in the proximal lad. A 2.5 x 12 mm promus stent system was advanced into the patient anatomy and the stent was deployed distal to the previously placed stent, in the mid lad so that it overlapped. Intravascular ultrasound was not performed post-procedure. Twenty minutes later, the patient complained of chest pain and an electrocardiogram noted st elevation myocardial infarction related to thrombus in the proximal stent (2.5 x 23 mm promus). Thrombectomy was performed with a fetch device times three. Post dilatation was performed with a non-abbott dilatation catheter. Pre-procedure, the patient was given heparin and received plavix post-procedure. The patient was reported in stable condition. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.5 x 23 mm promus. The 2.5 x 23 mm promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It was reported that the promus stent was implanted distally to the first deployed promus stent during the procedure. The instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stent have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The reported improper use of the device does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure. There was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis, myocardial infarction and angina, as listed in the promus IFU, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.